Event description:
Customer reported to beckman coulter, inc. That the unicel dxc800 synchron system (dxc 800) generated erroneous creatinine results customer reported one erroneous result was reported out of the laboratory. Customer reported they issued a corrected report for the erroneous result that was reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the creatinine module. The fse performed alignments, calibrated the sensor and the cup. The fse also performed precision test and the results met specifications.